Event description:
Cs29 dlu had difficulty getting into firing range. "Failed to close" messages were displayed on pc several times before getting into range and a large tear (10mm) was noted. Tear was resected after surgeon tried to suture it. Competitive product was applied to complete case. The flexshaft that was used in the case experienced difficulty and is being returned for further evaluation as it appears that the gasket/cap area is broken and could have contributed to the reported malfunction.